Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer disclosed their investigation.

Event description:
The complainant stated that the nurse call is not working from the bed. He has isolated the issue to the sidecom circuit board.